Manufacturer narrative:
Philips has investigated the issue. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Fse investigated the collimator and discovered that the shutter and wedge could not move. Fse checked the logfiles and found the error that the collimator driver is not available. To resolve the issue, the collimator was replaced, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the shutter and wedge could not be moved, which would prevent imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. The field service engineer (fse) replaced the collimator, and the device was returned to use in good working order.